Event description:
It was reported that during the implant procedure, the lead appeared to be stuck in the tricuspid valve. It was suspected that the lead helix may have been stuck extracted. The lead was extracted and was not implanted. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).